Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the cloudy image was likely due to damage to the stress of repeated use, external factors or handling, however a definitive root cause of the cloudy image could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system". If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited cloudiness in the image due to damage to the objective lens. There were no reports of patient involvement.